Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the impella moved when assisting the patient to bed. The patient had a brief episode of ventricular tachycardia and the patient was shocked and intravenous amiodarone was restarted. The pump moved to the correct position with echocardiogram guidance. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email updated